Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011 and suture was used. During the procedure, the surgeon pulled on the suture and the needle was released. The needle was lost in the patient´s forehead. Additional information has been requested.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. It was reported that a patient underwent an eye lid recontruction plastic surgery procedure on (B)(6) 2011 and suture was used. During the procedure, the surgeon pulled on the suture and the needle was released. The needle was lost in the dermis of the patient´s forehead. The needle was removed during the same procedure with no adverse patient consequences. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.